Event description:
Reporter claims the caster housing fell off when the wheelchair was being pushed. The pt started to fall from the chair but was caught. Before hitting the ground. Rec'd a minor abrasion and did not seek medical attention.